Event description:
The device was used during a colostomy procedure. Reportedly, a component disengaged in the pt's cavity and the surgeon was able to retrieve the component. The hospital reported no injury to the pt.